Event description:
Caller reported the lancet protrudes beyond the end cap of the fastclix device after firing. The lancet, cap, and a spring came out of the end of the pen and while attempting to pick it up, accidentally stuck the pharmacist. No medical attention was sought. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.